Event description:
It was reported that the right ventricular (rv) lead exhibited a high out of range pacing impedance, greater than 2000 ohms. It was suspected that the rv lead was fractured, however, this was not confirmed. This lead was scheduled to be explanted. During the laser lead extraction procedure, the rv and this right atrial (ra) lead became dislodged. Also, the terminal tips of both leads were separated from the lead bodies. The tips were removed from the patient using a snare. The rv lead and this ra lead were explanted. Due to the extended procedure, no new leads were implanted at this time. This ra lead was disposed of by the physician. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.